Event description:
The hcp reported an x-ray was done that showed no pump movement- motor stall . The patient was treated with oral baclofen and maintained with this until the pump was replaced in 2004. A follow up report will be sent when additional information is received.